Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. The capsule was still attached to the delivery device when it was removed from the patient. They used another capsule during the same event but it also failed. There was no patient and user harm and no intervention was required. Lubrication was used to facilitate placement of the capsule and the delivery system and capsule will not be returned for investigation.